Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet was performed (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 08, 2023.